Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006 and mesh was used. The patient developed rectal bleeding and pelvic pain during the (B)(6) 2010. A large area of erosion of the mesh into the anterior portion of the rectum was diagnosed on (B)(6) 2010. The patient underwent surgery on (B)(6) 2010 for transrectal excision of the pelvic mesh and repair of a large rectovaginal fistula.

Manufacturer narrative:
(B)(4): after mesh implantation the patient reported pain, erosion, and a fistula. The patient underwent excision of pelvic mesh on (B)(6) 2012 along with the current procedures to repair both a rectovaginal fistula and an enterocele. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) this is one of two medwatches being submitted. See also medwatch 2210968-2011- 06342. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent anterior repair with avaulta solo graft and tvt sling procedure- transobturator approach- abbrevo with cystoscopy on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
Additional information: patient code: (B)(4) ¿ urinary tract infection additional narrative: it was reported that following insertion patient experienced urinary tract infection.